Event description:
I used the machine exactly as directed, but after using the machine that night I woke up with a terrible sinus headache and stomachache. I called the company and they said they were sorry but they don't accept returns. It took days to get my headache to go away. I contacted my bank and put in a dispute. It is an ozone CPAP cleaner. (B)(4).